Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports the vistec are flaking when they open the packet; it looks like snow and some of them are sticking together.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. The complaint will be re-opened should a sample be returned in the future. The device history record (DHR) was reviewed for lot # 15g178562x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the reported condition could potentially be one of the following two issues. The first is the sharpness and the alignment on the cutting knives located on the drying machines. These knives cut the gauze into a certain size. Another could be the knife used on the folding machine. This can create small fibers that can fall from the sponge. As a corrective action a formal corrective and preventative action (CAPA) has been opened to address similar solutions as the one described in this report. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.